Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s blower temperature is too high. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse dispatched a field service engineer (fse) for repair. The fse replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The returned blower motor assembly was tested by the manufacturer. Returned blower passes all testing. No fault was found. The customer complaint cannot be verified.